Event description:
It was reported that this ring was explanted due to an unsuccessful mitral valve repair and a loose suture discovered at re-op. Per operative report: "suture which was applied to p1 and remnant of p2 had given way."

Event description:
Reportedly, this ring was explanted after 1 day implant duration due to unknown reason. No further information was provided.